Event description:
The information received from the affiliate states that this balloon ruptured at an unknown atmosphere during the repair of the superficial femoral artery (side unknown). The age and gender of the patient is unknown. The characteristics of the vessel are unknown. The information states that the product was inspected and prepared according to the IFU. The access site is unknown. A guidewire was inserted across the target lesion via a sheath introducer. The product was advanced to the target lesion over th guidewire, and the balloon was inflated using the indeflator. Upon inflation, the balloon ruptured. Therefore, the physician carefully withdrew the balloon out of the patient's body, and another balloon (wanda, size: unknown/boston) was used to successfully complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing.